Event description:
It was reported that stent fracture occurred. The 88% stenosed target lesion was located in the moderately tortuous and moderately calcified distal circumflex artery. Following pre-dilation with a 2.50 x 20mm maverick balloon, a 3.0 x 20mm synergy drug-eluting stent was introduced. The device could not cross the lesion, and it was noted that there was a fracture in the distal portion of the stent. The device was removed, and the procedure completed successfully with a 3.0 x 20mm synergy drug-eluting stent. There were no patient complications.